Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: at what firing did the clip not hold? From the first firing on. What happened after the clip fell off? A new device was opened. Did the clip fall into the patient? No. If so how was the clip retrieved? Did the retrieval of the clip alter the procedure? No.

Event description:
It was reported by the affiliate that during a laparoscopic colon procedure, gen11. The device was defective after assembling. Device: clips didn´t hold. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: was there any bleeding or leak when clip fell off of tissue? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.